Event description:
Event description guidant received information that this patient's non-guidant atrial lead displayed high pacing threshold measurements. In addition, the device experienced rapid battery depletion and was noted to have been included within the bounded population affected by recent safety communications on this model device. The device was explanted, successfully replaced, and returned to guidant for analysis.